Event description:
The patient had hip infection and the pathogen is unknown. At about 3 year and 1 month post primary the surgeon performed a washout and revised the flex s4r - 10mm insert to a same size insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 may 2026: lot: 2240457: (B)(4) items manufactured and released on 14-dec-2022. Expiration date: 2027-nov-29. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.